Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper labels were undamaged, and no external damage noted. An event history log was not performed because the reported event cannot be confirmed in the event history log. Functional testing of the device was performed, which was unable to replicate the reported event. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump was reporting too quick the message 'cassette empty'. The pump was reported to give an alarm tone, but continues to run, then after a while the screen shows: non disposable and the pump stops running. There was no patient injury reported.